Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The hpdu board was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The hpdu board was recommended for replacement to resolve the issue.

Event description:
The hospital reported an error resulting inability to turn unit on and loss of ventilation modes. There was no patient involvement.